Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient¿s blood glucose (bg) was in the 30-40 mg/dl range. It was reported that the patient was treated with glucagon injection by non-medical personnel and emergency services was initiated. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter alleged that there was inaccurate delivery issue with the pump. Review of basal delivery determined that they were correct and as programmed. Review of bolus deliveries were recorded as programmed. Review of bolus settings revealed that bolus settings were incorrectly programmed. Review of alarm history showed that the user did not respond to an alarm in a timely manner. The patient was referred to consult with health care provider for diabetes management issue. This complaint is being reported because the patient experienced severe hypoglycemia related to a use error in that the user did not respond to an alarm in a timely manner and that the bolus settings were incorrectly set.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.